Event description:
It was reported, the power seal energy device had sealing failures occur. The issue occurred after 15 minutes into an unspecified therapeutic procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.